Manufacturer narrative:
(B)(4). Device evaluated by MFR. :the complaint device was returned for analysis. Unit returned in a generic plastic bag inside of its hoop, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device has body kinked; besides, stains on some segments of the wire were found, possibly induced due to the long period of time that the wire stayed in contact with the saline located inside the hoop; it is important to mention that they can be removed using a wipe. The overall length, outer diameter (od) of the distal tip, middle of the device, and proximal section are all within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
Reportable based on device analysis completed on 30-jun-2017. It was reported that guidewire kink occurred. A 300cm straight tip pt²¿ guide wire was selected for use. However, during preparation, it was noted that the wire got kinked. The device was never used inside the patient's body and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed presence of foreign matter.